Event description:
The customer reported that a piece of the jaw detached when the surgeon tried to close the jaws. The material was removed from the patient. A new device was used to complete the procedure and there was no patient injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.